Event description:
It was reported that the creo screw head disassociated from the screw shank post-operatively requiring revision surgery.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The part was returned fully disassembled with one clamp half missing. Damage to the implant consistent with excessive force was observed in visual and dimensional inspections. A witness mark on the saddle indicates the saddle may have been rotated out of alianment with the rod during implantation. However, the exact cause of the reported issue cannot be determined.